Event description:
It was reported that 5 bd micro-fine plus¿ insulin pen needles experienced foreign matter within the fluid path. The following information was provided by the initial reporter: contamination inside shelf pack. Particles like dusts may attach on pen needles.

Manufacturer narrative:
H6: investigation summary two photos of an empty carton along with a photo of two sealed 32g x 4mm pen needles were returned from lot. No. 1342174, cat. No. 320472. Visual examination of the returned photos was carried out and dust like material was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the photos received and the fact no physical samples were returned for investigation this cannot be confirmed to be manufacturing related. H3 other text : see h10.

Event description:
It was reported that 5 bd micro-fine plus¿ insulin pen needles experienced foreign matter within the fluid path. The following information was provided by the initial reporter: contamination inside shelf pack. Particles like dusts may attach on pen needles.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.